Event description:
A complaint was received on 9/19/2025 reporting: "as reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 valve, the indeflator locked up after inflation. The balloon could not be deflated using the indeflator and had to be deflated manually.". A pcr was opened and an investigation launched to determine the potential root cause and whether corrective action was necessary. A second complaint from the same lot was received on 11/07/2025 stating: as reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, while deploying the valve, the indeflator would not pull negative to come down on the balloon. The locking mechanism would not release the threaded portion of the indeflator plunger. It was confirmed that the atrion ql38 was unlocked when trying to pull negative to deflate the balloon, but it would not release. The indeflator was quickly disconnected from the delivery system, allowing the balloon to passively empty. A 50 cc syringe was quickly attached to the delivery system stopcock and pulled negative to fully deflate the delivery system balloon. Pacing was maintained during this issue and the total pacing time was 42 seconds. The patient recovered quickly and left the operating room (or) in stable condition."